Manufacturer narrative:
B3: date of event is estimated. Section a4: patients weight is unknown. Section d6b: date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested, but not received. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, patients¿ scs ipg was explanted for unknown reason. And replaced with a competitor's device at an unknown time. No further information available.